Event description:
It was reported that the patient presented in clinic with episodes of nonsustained right ventricular oversensing due to intermittent capture. All episodes took place on the same day, within a few hours. It was suspected that this could be physiologic. No patient symptoms reported. The patient would continue to be monitored.